Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
---

Event description:
Boston scientific received information that during the attempted implant of this left ventricular (lv) lead, the lead measurements were out of range after the lead was secured to the vein with the suture sleeve. The pacing impedance measurements were below 200 ohms, there was no sensing and the pacing thresholds had increased to above 5 volts. The suture sleeve was removed and an insulation breach was then discovered where the suture sleeve had been. The lead was explanted and successfully replaced. No adverse patient effects were reported. The lv lead will be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted a tear in the lead's insulation approximately 350 mm from the terminal pin. The conductor coils were deformed in this location. This type of damage most likely occurred as a result of the suture sleeve tie down. Due to the insulation breach and the deformed conductor coils, insulation integrity testing either failed or was unable to be performed. Resistance testing was completed to assess lead electrical performance and the measurements were within normal limits. Laboratory testing was able to confirm that there was an insulation tear in the location of the suture sleeve which would have contributed to the low out of range pacing impedance measurements observed during the procedure.